Manufacturer narrative:
After battery installation, the unit powered up with a blank display due to moisture damage electronic assembly. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests or verify critical pump error (open book image) due to the blank display. (B)(4).

Event description:
Information received by medtronic indicated that the customer was in pool ane insulin pump stopped working. The customer stated they were received open book image on screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.